Event description:
Customer reports a fiber leak on reuse number 14 at the onset of treatment noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 250cc's. Pt given 200cc's ns replacement fluid. Treatment was restarted with new disposables without incident. No pt injury or medical intervention reported.